Event description:
It was reported that while connected to a pt, blood leakage was detected under the oxygenator of the ECMO circuit after starting the assistance pump. The decision was made to change the circuit immediately, despite the septic and hemorrhagic risks. ECMO - extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
The investigation is still pending. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153. A supplemental medwatch will be submitted when additional info becomes available.